Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a hernia procedure, a powered handle was used and there was poor staple formation. Eight reloads were fired but only 2 had problems. In one of the fires, the load ejected the tissue and the cut was made only in the distal part. There was no danger to the patient. The last known patient status is that he/she is okay. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two reloads opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridges revealed that the loading units were fully fired. The anvil of a loading unit was bowed and a knife bar assembly was buckled. Additionally, the loading units had damage to the cutting edge of the knife blade noted during microscopic inspection. The loading units were loaded into a post market vigilance instrument for functional testing. The loading units were cycled without hesitation or binding. Functional testing confirmed the safety interlock features successfully prevented the loading units from cycling again. Visual testing of the returned products confirmed the products did not meet quality release specifications that were tested regarding the reported conditions due to the damaged knives, bowed anvil, and buckled knife bar, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and buckled knife bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Based on the trend, no enhancements or improvements were generated. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and amended as appropriate.